Event description:
I have been using stayfree pads since I was 10 y/o. I will be 50 next month. Last year, I had two knee replacements and two other surgery and stopped having a period. I started feeling like I was going to start a week ago and started wearing a small pad. My period started and the pain came between my legs and butt region. I had contacted dermatitis from the stayfree pads that I was using. I had to get steroid cream from the dr just to get a small amount of relief. I felt like someone had burned my privates with a curling iron. I do not know what stayfree is using in their pads but it's not safe. I was examined by a dr and prescribed steroid cream to help combat the reaction.